Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 360 mg/dl. Cause of bg level was not known. Customer administered a bolus via the pump and performed a supply change to address the issue and went to the emergency room (ER). Reportedly, "ER ran multiple tests on blood and urine, as well as an x-ray of the chest" and no treatment was administered. Customer was discharged the same day with no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.